Event description:
The customer reported that lines are running across images.

Manufacturer narrative:
(B) (4). The ge service rep could not duplicate reported malfunction, but customer had saved cine runs to show me the problem. Suspect fault in video processing due to digital distortion. Distortion occurred on first frame of cine run. Customer also reported lines during still fluoro shots, system had to be rebooted to clear malfunction. System not used on humans, animals only. Customer was not able to finish case and used another oec c-arm. The service rep reseated the image processor, display adapter, and video controller. He performed overall functional, the system operates as intended.